Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a 500:320:658:0000 failure code. Upon review of the event history log, failure code 500:320:658:0000 was found to have interrupted delivery. It is unknown when or in which care area this event occurred. There was no report of patient involvement, injury, or medical intervention related to the device. This device is a remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of 500:320:658:0000 failure code was confirmed during product evaluation; however, the root cause was not identified. No repairs were performed for the reported condition. Additional information: similar reports have been received for the reported problem.? The root cause investigation is in progress through (B)(4). Should additional information become available a follow-up medwatch will be submitted.